Event description:
It was reported that the patient experienced an enterobacter infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6)2022.